Event description:
During an in clinic follow up, loss of capture and decreased sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and confirmed dislodgment of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.